Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes.

Event description:
It was reported that the device had an error code "255-16-275" while a nurse was hanging a heparin 1:1. All of the pumps shut off and were irreversible. There was a critical drip running and the patient missed that medication temporarily but did not had any major events.

Event description:
It was reported that the device had an error code "255-16-275" while a nurse was hanging a heparin 1:1. All of the pumps shut off and were irreversible. There was a critical drip running and the patient missed that medication temporarily but did not had any major events.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.